Event description:
Nitroglycerin infusion during cardiac catheterization IV pump shut down unexpectedly and without warning during care. Unknown duration of how long infusion was off during active chest pain. No adverse outcome; 4 staff present in the room during time of shutdown. The rn discovered pump not operating when attempted to adjust nitroglycerin drip rate due to unresolved chest pain. When rn went to pump the screen was flashing "plum 360" and then powered off. On turning back on, indicated to continue without battery. On event log review, one warning 40 minutes prior to time of event warning for low battery unclear if how loud or what type of alarm this did trigger as event log shows up different for this alarm. Inadequate prompts (alarms and visual alarms) for low battery and subsequent shutdown.